Event description:
Healthcare professional reported through clinical study that approx 12 mos post implant the valve was removed due to infective endocarditis. Organism was identified as gram positive cocci. The valve was not returned for analysis however a pathology report was sent. This is the same pt as reported in 2025587-1997-00061 and 2025587-1997-00062.